Event description:
The reporter stated that the physician reported a difficult placement and upon withdrawal, they noted that the catheter had "broken off." The patient was a laboring woman and still required pain relief following removal of the catheter. As the patient required a c-section to deliver; general anesthesia was required.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.